Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Block d6b: explant date: 2 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7071440.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information could be obtained.